Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a post-operation x-ray and the lead was found to be slightly dislodged. Upon device interrogation, low sensing and variability in impedance were observed. The physician repositioned the lead and the patient tolerated the procedure well.